Event description:
A doctor contacted baxter (B)(4) regarding a leak from the tubing of a transfer set. The home patient (hp) noticed that the silicone tubing of the transfer set was cracked and a leak was coming from it, during draining. There was patient involvement, but no patient injury or medical intervention was indicated at the time of this report.

Manufacturer narrative:
(B)(4). This complaint for a leak in a transfer set was confirmed during the sample evaluation. One used set with no cap (loose in pouch) on spike and no cap on the patient connector with a partial tube with port was received for evaluation in reference to leak. The set was functionally hand tightened with a (B)(4) lab titanium adaptor without difficulty. The set was then tested underwater at 8 psi with leak noted from cut/hole 1 5/8? From sleeve in closed position in silicone tubing. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak in a transfer set was confirmed; however, the root cause could not be determined.